Event description:
It was reported that during a lobectomy procedure, difficulty was had in grasping the firing trigger and it could not be fired. Neoveil was used at the firing. As the surgeon could not grasp the firing trigger at all, the tissue was not cut and the staples were not deployed. Although the surgeon pushed the release button to open the jaw, the jaw could not be opened. So the surgeon moved the firing trigger to the home position by hands and finally the device was retrieved from the patient. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.